Event description:
Patient was revised due to fracture and poly wear of the tibial insert. The tibial tray component was loose.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.